Event description:
It was reported by the aci clinical specialist that a male patient underwent a coronary catheterization procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed the vessel size approximately 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device "failed to deploy". The device was removed and the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. No further complications were noted. The aci clinical specialist reported that limited information was provided to her and no further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the sealant sleeve was pulled back against the shuttle. The sealant was flush with the distal end of the shuttle cartridge covering the balloon proximal bond. When an attempt was made to retract the shuttle, significant resistance was noted. Subsequent to unsheathing, blood was observed on the full length of the sealant and the advancer tube was engaged to the proximal tamp lock. Blood leaching through the length of the sealant's core may initiate proximal swelling of the sealant, which could potentially lead to a device jam. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be determined. A review of the lhr was not possible as the lot number was not provided.